Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing wounds were irritated under the lifevest equipment. Patient described the area as two wounds that the lifevest keeps pulling the bandage off of. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed IV antibiotics for the skin irritation. Outcome of the irritation is unknown.